Manufacturer narrative:
B2: date of death - estimated as approximately six months following the approximate implant date of december 2022. B3: date of event - estimated as approximately six months following the approximate implant date of december 2022. D6a: implant date - estimated as december 2022 as this was noted to be when the watchman was implanted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a cerebral vascular accident (cva) and death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Approximately six months post index procedure, the patient had a stroke and died. No further information was provided.